Manufacturer narrative:
H3: product analysis: evaluation of the device determined that the distal bearing was detached. The likely cause of failure could not be determined. It was also noted that tip of the tube was worn, there was some kind of glue on the outside of the attachment, laser markings and color band were faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment is not working properly. It was reported that there was no patient involvement.